Event description:
During use of the device for a cardiopulmonary bypass procedure, the user observed a "motor error" error message displayed on the cardioplegia roller pump. The pump was being installed as a back up pump. An alternate device was employed to conclude the procedure. The user reported the surgical procedure was completed successfully, and there was no adverse consequence to the pt as a result of this event.

Manufacturer narrative:
Eval in progress but not concluded.